Event description:
It was reported the valve was explanted due to severe stenosis. After explant, small holes were noticed in the coaptation area and a tear in one cusp. It was unknown if the tear occurred at explant. The left coronary cusp was fine and flexible and the remaining two leaflets appeared to contain thrombus. A 21 mm sjm hp valve was implanted. Additional information has been requested.